Event description:
It was reported that the 9800 system had images burned onto the monitor work station. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The monitors were replaced and the screen saver function was adjusted during the service call. The system was tested and found to be working as intended and put back into service.